Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with a fever to rule out driveline infection.

Event description:
It was additionally reported that the patient was admitted from (B)(6) 2025 to (B)(6) 2025. The patient experienced symptoms of abdominal pain, drainage, and positive methicillin-susceptible staphylococcus aureus (mssa) cultures. A driveline infection was confirmed and the patient was treated with antibiotics with chronic suppressive therapy for biofilm to left ventricular assist device (lvad) hardware. It was noted that the no external power events were resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.